Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the button keypad anomaly. The pump had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a battery out limit alarm and buttons were not responding. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Insulin pump would be replaced.